Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery depleted due to normal battery depletion and subsequently shut down. As a result, customer experienced an elevated blood glucose (bg) level of 568 mg/dl. Customer delivered a correction bolus and drank water to address the high bg. Customer continued to use the pump.